Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of change sensor alarm, change sensor and sensor anomaly. The customer's blood glucose reading was 7.2 mmol/l. The customer stated that the transmitter did not flash. When customer removed the sensor, filament was missing. The customer also received calibration error and change sensor alert.